Event description:
The device was connected to the patient and a diagnosis of fine ventricular fibrillation was performed. Reportedly, while the device defibrillator was charging, a 'charge removed' message was observed and charge aborted. The defibrillator was then recharged and energy was successfully delivered to the patient. The device was used to subsequently deliver 360 joules to the patient. At some time the patient converted to asystole. An attempt was made to administer device-pacing therapy to the patient. Reportedly, the device would not pace. The observation or observations upon which this allegation was based was not reported. The patient was not resuscitated. The facility indicated that patient outcome was not affected by the use, due to a lack of patient viability.